Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a device fractured, resulting in an unretrieved device fragment, and an additional device was required. The 23 mm 99% stenosed target was located in the moderately tortuous and severely calcified left anterior descending artery (lad) with a vessel diameter of 3.00 mm. A rotawire-ic was selected for use. Upon withdrawal, the guidewire was found to have a fractured tip. The detached tip was apposed to the vessel wall with a stent. The procedure was completed and the patient remained stable.